Event description:
During a meniscal repair procedure in the red area it was reported that t1 deployed well & t2 also came out. The implants were able to be removed and no debris remained in the patient. Another technique was used to complete the procedure. The patient's status was noted to be okay post-procedure.

Manufacturer narrative:
(B)(6). Ultra fast-fix reverse curve assembly was returned for evaluation. Visual assessment could not confirm the reported complaint of simultaneous deployment as both t's remain on the insertion needle. The depth limiter has been cut to the surgeons desired length. The suture is free from the fixed straw. The device was tested for deployment using a rubber meniscus model. T1 deployed as intended. Prior to advancement of t2 the dimple height was inspected and was found to meet print specification. T2 was then advanced for deployment and deployed as intended. A root cause for the reported event could not be confirmed. No further investigation is necessary at this time. Missing information from this report is identified as a blank, unknown and as no information (ni). This information was not provided in the reported event or available at the time of report submission. (B)(4).